Event description:
Healthcare professional reported that after sizing with the medtronic mosaic obturator 21mm, the surgeon tried to implant the valve but it did not fit in the pt annulus. Surgeon implanted a 19mm mosaic. There were no adverse effects to the pt and the valve was returned for analysis.